Event description:
A customer contacted beckman coulter inc. (Bec) regarding a reactive toxoplasma immunoglobulin (toxo igm) result which they believed to be erroneous. The patient results supplied by the customer are shown below. Per the toxo igm ii IFU (instructions for use), repeat testing is required for all reactive toxo igm results within 10-20 days. Attempts to determine if additional testing was performed were unsuccessful. The erroneous result was not reported outside of the laboratory and there was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Toxo igm qc was within established ranges. System check performed on (B)(4) 2011 passed within specifications. Patient sample was sent to the cpls (customer product line support) for investigation. Sample was first tested neat after centrifugation to confirm the customer result. A suppression testing was then performed to confirm the presence of igms in patient blood specific to the toxo antigen used in the bec assay. Heterophile testing was then carried out. In case the assay result is lowered by the addition of blockers, it would sign the presence of interfering substances in the patient sample. Lastly, the sample was analyzed by gel filtration chromatography. Reactive result obtained by the lab on this sample was confirmed by the cpls lab. Addition of non specific human igm to the sample prior to testing lowered the signal on the toxo igm assay. Addition of heterophile blockers to the sample prior to testing did not significantly decrease the signal. These results demonstrate the presence of igm being able to generate signal (rlus) by linking particles to conjugate (toxoplasmosis antigen) and that these igm do not correspond to heterophile antibodies. This conclusion was confirmed by the chromatographic analysis. The elution fractions corresponding to purified igm were tested with the access assay and were highly reactive demonstrating again the presence of anti-toxo igm in the sample.